Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was no longer getting adequate coverage and underwent a revision procedure wherein the paddle lead was readjusted back into position. The patient was doing well postoperatively.